Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy(egd) performed on (B)(6) 2009. According to the complainant, during preparation, they opened the package and noticed that the device was damaged. The white colored alert band appeared to be wrapped around the blue bands on the device. The white band did not lay flush on the ligating unit and had slipped over the other bands in the sequence. The case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
These codes were selected by thf MFR based on info obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. Although, the suspect device has been received, however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed. (B)(4).